Manufacturer narrative:
Additional, changed, and/or corrected data: d4, h4, h6 a review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device photo analysis: visual analysis of the photographs identified a broken device, with red biological tissue, labeled as right side. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Event description:
Healthcare professional reported right side "rupture," "any creases" and textured implant removal. The device was explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: replacement from textured to smooth devices. Device was found ruptured upon explant.

Event description:
Healthcare professional reported right side "rupture," "any creases" and textured implant removal. The device was explanted.